Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans and delayed the surgery by less than one hour. It was reported that [the imaging device had issues transferring images over to the navigation device. The system was unable to transfer images so the site brought it their c-arm to finish the surgery. The surgery was completed without the imaging device and there was no impact on patient outcome. The medtronic representative reported that while completing the system checkouts on site he had noticed that someone from the site replaced and had the wrong port numbers and saved the stealth's information under the wrong section of the o-arm. The medtronic representative was able to erase and replace the information and the systems were connecting properly.